Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 445 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing high pressure test. Customer stated that insulin pump passed the test. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.